Manufacturer narrative:
Approximate age of device - 1 year, 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted earlier this week due to dark urine, sub-therapeutic inr, significantly elevated lactate dehydrogenase (ldh 2400) and a subtle increase in pump flows over the last few weeks. On (B)(6) 2019 the patient had an adverse event where pump power increased, pump flow increased to 10.0, and pi decreased to 4.2. During this time the nurse confirmed the patient showed signs of a possible stroke. After this event the patient underwent a head CT to check for stroke and results which came back negative. On (B)(6) 2019, the patient presented to the heart failure team alongside the surgeons where the team recommended the patient undergo a pump exchange. The patient was scheduled to undergo a pump exchange on (B)(6) 2019. Event date has been estimated to (B)(6) 2019

Event description:
It was communicated on 14jan2019 that the patient developed pump thrombosis. It was reported on the afternoon of (B)(6) 2019, the patient underwent a heartmate ii to heartmate ii subcostal off pump exchange. The pump was returned for analysis on 17jan2019. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: the evaluation of heartmate ii lvas, confirmed the report of suspected pump thrombosis, which could have contributed to the reported elevation in ldh and power elevations observed in the submitted log files. The submitted system controller log files captured elevations in power and flow on (B)(6) 2018 at 05:43:58 am and (B)(6) 2019 at 10:40:48 pm, reaching values up to 8.0 w and 10.0 lpm. These elevations appeared to correspond with pi events. Despite the observed parameter elevations, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the data. The pump was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The distal end of the driveline was returned in a segment measuring approximately 36¿. The inflow conduit and the outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. The proximal side of the outlet stator presented a light red, tissue-like deposition loosely seated adjacent to the outlet bearing ball. The deposition did not reveal areas of denaturation or laminated layering; however, the deposition was significant enough in size to partially occlude the flow of blood. Although the origin of the deposition and the duration for which it was present within the device could not be conclusively determined, it could have contributed to the reported elevations in ldh due to the partial occlusion of the blood flow path. Further, the deposition could have contributed to the power elevations observed in the submitted log files due to excess drag on the rotor. Upon disassembly of the returned pump, examination of the remainder of the blood-contacting surfaces did not reveal any additional depositions or thrombus formations that would have contributed to the reported events. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists device thrombosis, hemolysis, and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system.